Event description:
It was reported that the patient presented in-hospital after receiving several shocks. Output circuit damage was noted. Alerts for low post shock high voltage lead impedance and extended charge time limit was also noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The root cause was traced to damaged transistors in the hybrid assembly.